Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had both near and far blurry vision. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as mechanical failure. Additional information has been requested.

Manufacturer narrative:
Additional information and correction provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the 0.5 diopter less power with different model company lens indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.